Manufacturer narrative:
Collected information are currently analyzed. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported to an arjo representative that there was an event related to the maxi move passive floor lift. The resident was transferred from the bedroom to the shower. Above the shower trolley, the device suddenly lowered unintended with fast speed and stopped just above the shower trolley. No injury was reported.

Manufacturer narrative:
Arjo representative was informed about an event involving the maxi move passive floor lift. It was reported that a resident was transferred from the bedroom to the shower. When the patient was situated above the shower trolley the device lifting arm started to move down unintentionally with fast speed. The device unintended movement was stopped when the caregiver turn off the device. No injury was reported. After the event, the device was evaluated by arjo. The functional test did not reveal any fault. The failure reported by the customer could not be recreated by an arjo technician. The visual inspection revealed that the handset had corrosion. The part was replaced. It was not confirmed if the unintended movement was caused by the faulty handset. The customer allegation could not be confirmed. In summary, the device played a role in the event as it was used for patient handling during the incident. Allegedly the lift activated the lowering function by itself, and from that perspective it did not meet its performance specification. This event has been deemed reportable due to allegation that the lift lowered fast unintentionally during patient transfer, which however could not be confirmed during the device evaluation.